Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
According to the complaint description, the device began alarming during patient ventilation. No further information was provided. No harm to the patient was reported. Upon review of the log files on january 2, 2026, ¿panel connection lost¿ alarms were recorded.